Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
(B)(4). Same case as 2134265-2009-05853 and 2134265-2009-05855. The patient was enrolled in (B)(6) 2005. A type I lesion was identified in the right carotid artery. The reference vessel diameter was 5.0 mm and the lesion length was 10 mm with 90% stenosis as measured via (B)(4). The target vessel was none tortuous with 1+ calcium present. Thrombus, ulceration, dissection and pseudo aneurysm was not present. A filterwire ez was used successfully for cerebral protection during the procedure. A 9mm diameter by 30mm long carotid wallstent over the wire was delivered and successfully placed at the intended site using an ultrasoft balloon dilatation catheter. Heart rhythm stimulant and atropine 1mg was administered. Vasodilator was not used. The procedure was a technical success. Peri-operative events noted hypotension which was resolved with no residual effects. Residual stenosis was estimated at 0-29%. Post procedure, the stent was found to be patent with a residual stenosis of 10%. The stent was rated as successfully placed and a technical success. The patient was asymptomatic with no complications < 24hrs after the procedure. One month follow-up visit in (B)(6) 2005, six month follow-up visit in (B)(6) 2005 and twelve month follow-up visit in (B)(6) 2006 the patient is asymptomatic, stent was patent and had 10% residual stenosis.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.